Event description:
(B)(6). It was reported that during a coronary stenting treatment procedure, a vessel dissection occurred. The 75% stenosed target lesion being treated was 3.5mm in diameter and 20mm long located in the mid right coronary artery (rca). The lesion was treated with predilation and placement of a 3.5x20mm promus element stent. Post dilation was performed with a 3.5x12mm nc quantum apex balloon. During the index procedure, a type a dissection occurred proximal to the target lesion. The dissection was treated with placement of a 3.5x20mm promus element stent in the proximal rca. Post dilation was performed. Residual stenosis was 0%. Post procedure intravascular ultrasound confirmed good deployment of the stent. The patient was discharged 2 days later on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).